Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform stapler instrument involved with this complaint and completed the device evaluation. The failure analysis investigations confirmed the customer reported complaint of "would not fire". Upon manually driving the I-beam assembly forward, the head of the I-beam broke off and became wedged into the channel of the grip housing. When initially driving the I-beam forward, friction was experienced and a cracking noise was observed. The physical damage of the I- beam likely affected the firing process at the site when the instrument was used on july 22, 2022 using system sk1772. Due to the damage of the I-beam, no functional test for firing could be conducted. A log review showed a successful fire with a reload despite the damage. The failure analysis engineering (fae) team performed advanced failure analysis of the returned product . Further review of the instrument showed a lodged component in the anvil track that the I-beam travels along. Upon closer inspection, the lodged component appears to be a titanium clip that is not part of the stapler. The component was removed and it was confirmed that the I-beam could be manually extended and retracted, which indicates that the I-beam is intact. Clip may have become lodged due to firing across the clip. After removal of clip from anvil, the instrument was installed on an in-house system with an in-house reload and fired on a test foam. Firing was completed without errors. Instrument also was driven and moved intuitively with full range of motion in all directions. Logs show that instrument fired one blue reload, and the firing was completed per the logs. The reported complaint of would not fire could not be confirmed or replicated. A review of the instrument log for the stapler sureform (480460-09/l93220409-0152) associated with this event has been performed. Per logs, the instrument was last used on 07/22/2022 on system sk1772. The device had 11 uses remaining after the last use. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the failure analysis finds the instrument I- beam assembly to be broken and the log review show a successful fire with reload despite the damage. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hiatal hernia paraoesophageal surgical procedure, the sureform 60 stapler would not fire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.